Manufacturer narrative:
(B)(4). Date sent: 4/26/2023.

Manufacturer narrative:
(B)(4). Date sent: 5/9/20223. Investigation summary; overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the lot number of the linx device? Was a fundoplication performed? Did they fix the hernia upon explant? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, hernia, and gerds? Besides the reported dysphagia, hernia, and gerds what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted due to recurrent reflux, hernia, dysphagia. Symptoms began in 2021. The linx was explanted at shannon medical center. The was other medical intervention, egd (B)(6) 2022- irregular z-line 5cm hernia, barrett's barium swallow- (B)(6) 2021-hiatal hernia & reflux barium swallow- (B)(6) 2022- hiatal hernia & reflux.